Manufacturer narrative:
(B)(4) misaligned anvil. Corrected data: catalog # = cdh25; lot # = h44p84 additional event information: after speaking to the surgeon he said that he couldn't take out the plastic trocar... He did hang on to the wings initially but tried all kinds of things to get it out and couldn't finally did manage to pull on it hard enough but then later realized he couldn't put the two ends together because a piece of the plastic trocar was left in the anvil. Surgeon had to hand sew the anastomosis... Took an hour and a half. The facility has been asked to provide patient information but is not willing to do so. How was the procedure done? Laparoscopically. What device was used for the proximal and distal transaction of the bowel? Proximal unk, distal unk. What colour was the reload used? Proximal unk, distal unk. On what tissue type was the device used? Bowel. Does the surgeon normally use a purse string technique? Yes. If yes, what technique does the surgeon normally use of left colon procedures (i.e. Hand tied purse string; purse string device; triple staple technique)? Hand tied. Did the surgeon use a purse string technique in this procedure? No. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? He. Couldn't get it to fit together because there was a piece of the plastic left in the anvil when the device was fired, what was the location of the indicator within the gap setting scale? Not fired. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? No. If the patient was given an ileostomy, are there plans to reverse the ileostomy? No does the patient have any relevant history of surgical treatments? No the analysis results found that the device arrived in good visual condition, with only 13 staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore, the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. In addition, the ancillary trocar was received with the tip broken. After further analysis it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:patient's current condition is not known, but nothing negative has been reported.

Event description:
It was reported that during an unknown procedure, the surgeon placed the plastic spike in as a guide. When an attempt was made to pull out the plastic spike, it was very difficult. The spike was pulled straight out with difficulty and then the anvil was put in but it would not fit. A piece of the spike had broken off inside. The device could not be used to close the anastomosis. The anastomosis was hand sewed instead. It took approximately one hour extra time to hand sew. Condition of the patient is unknown.